Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse found the instrument was not dosing the first pad correctly. The fse replaced the rinse pump, p/n: 610-7003 to resolve the issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer reported multiple analyte control failures for ca and cb quality controls. The customer was getting false negative and false positive control results. There were no erroneous results generated or reported out of the lab.